Manufacturer narrative:
The suspect device was not returned for evaluation, but an image was provided showing the catheter broken into two pieces. The root cause cannot be determined. The complaint was not confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.

Event description:
The account alleges during the catheter placement procedure, the catheter broke while being pulled through the subcutaneous tunnel. As a result, the catheter was completely removed from the peritoneal cavity. A replacement peritoneal catheter of the same reference was used to complete the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be established. . A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.